Manufacturer narrative:
An event of atrial fibrillation and device malposition was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported atrial fibrillation could not be conclusively determined. The reported device malposition is related to the device being implanted at an inadequate depth. An unexpected medical intervention was a result of case specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got fully re-sheathed 1 times due to implant was too high on the left coronary cusp. The final implant depth at non-coronary cusp (ncc) was 0mm and left coronary cusp (lcc) was 4.43mm. On (B)(6) 2026, while the patient was at cardiac rehab, the patient went into bigeminy and atrial fibrillation. For treatment, the patient was told to start eliquis.